Manufacturer narrative:
One (1) controller and two (2) batteries with unknown serial numbers were not returned for evaluation. Review of log files could not be conducted since log files were not available for analysis. As a result, the reported event could not be confirmed. There is no evidence that the lubrication servicing was performed on the associated batteries, as the device serial numbers are unknown. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching event can be attributed to communication errors and/or momentary disconnections between the controller and batteries. Additional products: brand name: heartware ventricular assist system ¿unk-battery. Fdm: 4114. Fdr: 3221. Brand name: heartware ventricular assist system ¿unk-battery. Fdm: 4114. Fdr: 3221. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was reported in the intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Additional products: brand name: heartware ventricular assist system ¿unk-battery. Model #: unk, catalog #: unk, expiration date: unk, serial or lot#: unk, UDI #: asku, mfg date: unk. Brand name: heartware ventricular assist system ¿unk-battery. Model #: unk, catalog #: unk, expiration date: unk, serial or lot#: unk, UDI #: asku, mfg date: unk. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller and two fully charged batteries experienced power switching. The batteries were switching back and forth. The connections were checked. The batteries were replaced and there was no further problem. No patient complications have been reported as a result of this event. This event was reported in the intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.